Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 23mm sapien 3 thv 1 year and 4 months post tavr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), review of the implant card listed that the  pre-existing 23 mm sapien 3 valve, which was previously implanted in a surgical valve (viv) in the aortic position, was explanted after approximately one year and four months. The patient received another surgical valve. The cause of the explant is unknown as attempts made to gather additional information was not forthcoming.